Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: p1501dr ipg implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being returned for system downgrade. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.